Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support (ts) that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. The patient had multiple air detected in cassette alarms during fill one of their treatment. They contacted their clinic to report the issues they were experiencing and were subsequently instructed to cancel the treatment and perform a manual exchange. The following morning when the patient removed the cassette from the cycler, fluid leaked out of the cassette door opening. The patient did not inform their pdrn of the fluid leak until a day after finding it. The patient reportedly went two days without performing pd treatment. However, it was reported that they were trained on performing manual pd therapy if needed. The patient was prescribed prophylactic antibiotics via intraperitoneal (ip) administration. For three days the patient took fortaz (1 g per day) and ancef (1.5 g per day). Upon follow up with the pdrn, it was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient had cultures taken and confirmed that the results came back negative. The patient¿s cycler was replaced, and it was confirmed that the replacement was received. The patient is continuing pd therapy with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was not available to be returned as it was reportedly discarded. The lot number for the cassette could not be provided.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. There were visual indications of infestation on the top cover (under the heater tray), and on the baseplate near the pump assembly. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 01/29/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.